Manufacturer narrative:
Complaint conclusion: as reported, during use of a 6/7f mynxgrip vascular closure device (vcd) the physician tried to gently push the green handle down till it comes to a stop, but the user was only able to get it to go down about 1/4 of the way. The user then decided to not go any further and then deflated the mynx balloon and slowly pulled it out of the unknown 6f sheath. The user held manual pressure and the case was successfully finished with no harm to the patient. There was no reported patient injury. The product was stored and opened in a sterile field. The physician had a 6/7 mynxgrip inserted into 6f unknown sheath up to the white marker. The user also had inserted an unknown buddy wire for backup. The user then followed instruction for use (IFU) steps by inflating balloon and checking visual marker and then slowly pulled back at 45-degree angle recognizing both stops at unknown sheath tip and then at intraarterial site. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The reported ¿shuttle advancement issue¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, increasing the profile, adhering to the device components, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. Based on the information available suggests that the reported failures could not be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use of a 6/7f mynxgrip vascular closure device (vcd) the physician tried to gently push the green handle down till it comes to a stop, but the user was only able to get it to go down about 1/4 of the way. The user then decided to not go any further and then deflated the mynx balloon and slowly pulled it out of the unknown 6f sheath. The user held manual pressure and the case was successfully finished with no harm to the patient. There was no reported patient injury. The product was stored and opened in a sterile field. The physician had a 6/7 mynxgrip inserted into 6f unknown sheath up to the white marker. The user also had inserted an unknown buddy wire for backup. The user then followed instruction for use (IFU) steps by inflating balloon and checking visual marker and then slowly pulled back at 45 degree angle recognizing both stops at unknown sheath tip and then at intraarterial site. The user was trained to the device. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.